Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump squirted out insulin and also had a low battery. It occurred when customer puts new reservoir into pump to fill tubing. Insulin squirted out during manual prime. The customer's blood glucose was unknown. The customer was unable to continue troubleshooting, she will call back to resume the troubleshooting.